Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account communicated that the low flows occurred during implant while the pump speed was being increased. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported subacute, non-hemorrhagic cortical infarct could not be conclusively determined through this investigation. The controller event log file captured transient low flow hazard alarms on (B)(6) 2021 when the stored patient speed was set to 4700 rotations per minute (rpm). The stored patient speed was ultimately increased to 5100 rpm, and no other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 contains information regarding the recommended anticoagulation therapy and inr range. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient who was newly implanted had been off all sedation since (B)(6) 2021 at 1800. There were no witnessed movement on the right-side extremities; moved left side to command. During log file analysis low flow alarms due to possible issue with the set speed being too low observed; however, were reported to have occurred during implant while pump speed was being increased during cardiopulmonary bypass (cpb) wean. The patient¿s head CT (computed tomography) revealed subacute, non-hemorrhagic cortical infarct within the left mca (middle cerebral artery0 distribution involving the left parietal lobe. The patient was in the intensive care unit (ICU) recovering from implant surgery. No further issues seen within the log file and reported events believed to have happened intraoperatively during surgery. No additional information provided.